Event description:
It was reported that there was positioning difficulties with the atrial lead and the patient experienced a perforation. Several weeks post implant, the patient was admitted to the hospital due to pericardial effusion. Several weeks later, the atrial lead had high and unstable thresholds. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.